Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the mid-section was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14-may-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 30x3.0mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilatation, a 3.00x32mm promus element¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.